Event description:
The port was accessed at least 13 times as of (B)(6) 2012. The total fill volume in the band was 6 ml as of (B)(6) 2012. The patient had several reports of dysphagia and one esophageal dilation on (B)(6) 2010, (resolved with band adjustment) and one report of port pain on (B)(6) 2011 (resolved in (B)(6) 2011).

Event description:
It was reported that the patient developed an "increasing mass luq x 3 days. Found to be port site infection. Evidenced by egd in or band erosion, which at the time band system was not removed." Site reported event as resolved without sequelae.

Manufacturer narrative:
(B)(4). The band/balloon with 24.5 cm of catheter and the velocity port with locking connector and 9.5 cm of catheter and a separate of catheter 16 cm in length. Upon visual inspection, it was observed that balloon was covered with black and browns stain. Buckle was cut on one side. Three (3) fold lines were also observed, these fold lines are localized at 5 cm, 6 cm, and 8 cm from the catheter connection. Suture of the band was present. The actuator ring from the velocity port was returned in locked position, and hooks were deployed. The locking connector was in locked position. Erosion and infection are recognized adverse events; visual and functional analysis cannot confirm these adverse events, therefore no other analysis than outlined above was performed on device returned. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).